Event description:
Consumer stated that a false negative results was received after using the inteliswab product. Consumer stated that their son tested positive at the doctor's and received a negative result with inteliswab. The review was posted on (B)(6). See below posting: (B)(6) 2021 false negative not accurate. Son tested positive at the doctor and this read negative. Also used a binax now test and that read positive immediately. Would pass on this test, get binax now instead or go somewhere to get tested.

Event description:
Consumer stated that a false negative results was received after using the inteliswab product. Consumer stated that their son tested positive at the doctor's and received a negative result with inteliswab. The review was posted on walmart.com. See below posting: on (B)(6) 2021: false negative: not accurate. Son tested positive at the doctor and this read negative. Also used a binax now test and that read positive immediately. Would pass on this test, get binax now instead or go somewhere to get tested.

Manufacturer narrative:
Consumer posted review on walmart.com. No followup is to be expected with the complaint file and the incident will be closed internally.